Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue unable to be duplicated, though error was found in the event log history. Service will replace the downstream occlusion (dso) sensor for preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error "cassette not attached properly reattach cassette" no patient injury reported.